Event description:
Customer reportedly obtained results of 300mg/dl, 230mg/dl, and 70mg/dl on the aviva system within 10 minutes. Customer drank soda in response to hypoglycemic symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.